Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the stopper didn't move inside the syringe and he/she could not pull the plunger rod. The retuned syringe was tested and was able to draw and expel properly without any observed defects. Unable to perform DHR check for plunger rod difficult/unable to move due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a plunger rod that was difficult to move and device damage/deformation with the device still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: the customer is complaining that the stopper didn't move inside the syringe and he/she could not pull the plunger rod. While checking the operationability of the actual sample, it became possible to move the plunger rod but it was unmovable when the customer reported this issue to bd.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a plunger rod that was difficult to move and device damage/deformation with the device still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: the customer is complaining that the stopper didn't move inside the syringe and he/she could not pull the plunger rod. While checking the operation ability of the actual sample, it became possible to move the plunger rod but it was unmovable when the customer reported this issue to bd.